Event description:
Customer rec'd a reading of 329 mg/dl at 11:00 pm with the freestyle meter while experiencing hypoglycemic symptoms. Customer lost consciousness. Paramedics were called and provided a reading of 44 mg/dl with an unspecified meter brand. Customer was treated with a glucose injection and orange juice.